Event description:
It was reported that during a right leg split thickness graft, the zimmer dermatome blade did not work properly and the skin graft came out in thin pieces. It was reported that the blade was replaced with a new one and there were no further problems. Additional clinical follow up with the customer verified that the dermatome blade was used with an air dermatome. An additional graft was harvested and surgical time was increased by 10 to 15 minutes.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no nonconformance during manufacture that would be related to this complaint. All testing requirements were met. The dermatome blade was found to have a scalloped appearance on the side of the blade close to the sharpened edge. Under magnification it could be seen that the edge was slightly scalloped by the sharpening process but the edge appeared to be smooth and intact. The root cause of this complaint could not be determined. The blade meet all specifications. The blade did have a swirled appearance along the sharpened edge of the blade. Under magnification the edge appears normal, however there is evidence that the swirl marks were caused by the grinding operation that produces the edge on the blade.